Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced tightness in the ipg pocket. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was opened, repositioned, and secured back into placed. Therapy restored post-op.